Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one (B)(4) device was returned with no apparent damage and with a gst60d cartridge reload not loaded on the device. The cartridge was received partially fired 1/16, with two double drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. After further analysis, the articulation mechanism was noted to be damaged as it would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of two photos, the following was observed: the first photo shows an echelon device and a gold reload on a box from top view. The second photo shows a gold reload from top view and the sled can be seen partially advance 1/16. This condition is possible while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one-piece sled forward and locking the cartridge. Based on the photos, the event described is confirmed, however, no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy surgery, the device would not fire on the third firing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.